Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021 with blood glucose level of 400mg/dl and current blood glucose level was 213 mg/dl. The customer was treated with insulin drip. Customer was not using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump was returned for analysis.